Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient is having device explanted due to increased anxiety and no pain relief. Mapping is perfect coverage. Impedances all in normal range, mapping hits all areas of pain, x-rays were taken, MRI¿s were taken. Patient will be having this explanted in 2 weeks.